Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 486mg/dl. Customer was treated with manual injection. Customer¿s current blood glucose was unknown. Customer states that drive support cap was normal, there was no leaks or air bubbles in tubing. Customer mentioned that insulin was exited at qr. Customer advised to monitor the blood glucose and call if needed. Insulin pump will not be return for analysis.